Event description:
The customer contacted baxter's technical service center to request an assistance to end therapy during last fill which occurred on home choice (hc). The home patient (hp) stated that prior to calling baxter the hp tried to correct the heater bag that was not refilling. The hp had disconnected heater bag and fluid had come out of the bag. The baxter technical representative (tsr) advised the hp that one should not disconnect supply bags any time during therapy. The tsr assisted with ending therapy. The tsr referred the hp to an on call nurse for further instructions. There was no patient injury or medical intervention indicated at the time of the initial report. This writer was contacted by peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding the reported problem. The pd rn stated the patient does not have any infection. The hp has been retrained and been informed the importance of safety measures. The pd rn explained the reason why the patient did this was because their normal fill volume (fv) equaled to 2500ml, but the machine had stopped at 2100ml. The patient tried to troubleshoot and made an error. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. During trouble shooting of no refilling heater bag, patient disconnected the heater bag with out following proper end therapy procedure. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.